Manufacturer narrative:
Siemens is investigating this issue.

Event description:
Five discordant, falsely elevated prostate-specific antigen (psa) and one discordant, falsely elevated intact parathyroid hormone (ipth) patient results were obtained on an atellica im 1600 instrument. The customer was made aware through a pipetting reagent probe error. The initial results were not reported to the physician(s). The sample was repeated on an alternate atellica im 1600 instrument. Repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated prostate-specific antigen (psa) and intact parathyroid hormone results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00071 on 12mar2021. Additional information (08apr2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the instrument flagged an error for the reagent probe 1 for failed vertical movement. The cse performed an aligned to the probe and the system was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.